Event description:
Nonfunctional inflatable penile prosthesis. Leak in the left cylinder tube and its connection pump. The reservoir was left in and an 18cm cylinder with 2cm rail extenders were implanted.